Manufacturer narrative:
Additional surgical procedures are not specifically labeled. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A female pt underwent aaa repair on (B)(6) 2011. A flex main body and two iliac leg grafts were placed. This case was reviewed with the physicians and a small type I endoleak was noted at the proximal end of the graft on the left side. It looks as though the graft may have migrated about a centimeter or so. After a discussion on the cuff to use a decision was made on the standard main body extension because the physicians did not want anything extra up top. Had some resistance trying to get the cuff in place but were able to get it into position on (B)(6) 2012. Deployed the cuff and ballooned the area. Numerous runs were made and no leaks at the top were noted. Also checked the iliacs on the way out and there were no issues. The groins were closed and will f/u with the pt.